Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "ruptured". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. Rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6.